Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat pancreatic walled-off necrosis during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first flange of the stent was successfully deployed, and the deployment hub locked into step 2; however, the physician felt that the outer sheath had retracted further than it was supposed to. The physician decided to discontinue deployment and remove the stent and delivery system through the scope. During removal, the second flange of the stent prematurely deployed in the scope, and the stent became stuck inside of the scope. The physician then removed the scope with the stent fully deployed inside. The physician completed the procedure with another hot axis stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.